Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission.  Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Cerenovus manufacturer's report numbers: 3011370111-2020-00048. 3011370111-2020-00049. Are related to the same incident.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled,¿thrombectomy using the embotrap device: core laboratory-assessed results in 201 consecutive patients in a real-world setting.¿ 5 patients with acute stroke treated with the embotrap device experienced non-flow limiting dissections. The goal was to determine how the embotrap would perform under the everyday conditions of a high-volume stroke center. Methods patients with acute stroke treated with the embotrap device from (B)(6) 2013 to (B)(6) 2017 were examined.